Event description:
The customer reported that the keypad was not working.

Manufacturer narrative:
The customer reported that the keypad was not working, but did not specify exactly what was wrong with the keypad. Philips evaluated the device and confirmed the reported keypad problem. The device was repaired by replacing the keypad/bezel assembly.